Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was inspected and analyzed. Visual examination noted no anomalies. Battery diagnostics were downloaded from the latitude remote monitoring system, and a low battery voltage alert was noted to have been recorded. The battery voltage continued to decline which led to the end of service battery status. The diagnostic data showed normal power consumption for the internal circuitry. The battery was removed from the icm device and forwarded for detailed analysis. The battery case was opened and under magnification, a small puncture in insulating material was revealed that resulted in a current leakage path within the battery. Testing determined the battery of this icm device experienced rapid battery depletion due to a latent current leakage path within the battery itself. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of premature battery depletion was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of manufacturing deficiency.

Event description:
It was reported that the health care professional (hcp) contacted boston scientific technical services (ts) because they noted a sudden battery depletion in this insertable cardiac monitor (icm) device. Ts reviewed the icm device data and confirmed the battery had prematurely depleted. However, the root cause of the reported issue cannot be confirmed via analysis of data; hence, the icm device should be returned for a detailed analysis. Additional information was received indicating this icm device was explanted from the patient due to the reported issue. No new icm device was implanted as replacement. No adverse patient effects were reported. The explanted icm device was returned and analysis was completed.

Event description:
It was reported that the health care professional (hcp) contacted boston scientific technical services (ts) because they noted a sudden battery depletion in this insertable cardiac monitor (icm) device. Ts reviewed the icm device data and confirmed the battery had prematurely depleted. However, the root cause of the reported issue cannot be confirmed via analysis of data; hence, the icm device should be returned for a detailed analysis. Additional information was received indicating this icm device was explanted from the patient due to the reported issue. No new icm device was implanted as replacement. No adverse patient effects were reported. The explanted icm device is expected to be returned for analysis.

Event description:
It was reported that the health care professional (hcp) contacted boston scientific technical services (ts) because they noted a sudden battery depletion in this insertable cardiac monitor (icm) device. Ts reviewed the icm device data and confirmed the battery had prematurely depleted. However, the root cause of the reported issue cannot be confirmed via analysis of data; hence, the icm device should be returned for a detailed analysis. No adverse patient effects were reported. This icm device remains implanted in the patient.